Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm critical pump error (open book image) alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. Customer reports they received the open book image on the pump screen. Customer also stated that display was flashing white and blank. Customer stated that the insulin pump display was blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinued the insulin pump and revert to backup plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.